Event description:
It was reported that a pt came in to clinic after receiving a vibratory alert for rv pacing lead impedance out of range. A measurement in clinic showed low out of range impedance. Isometrics found no noise or out of range measurements. X-ray of the lead looks normal. The lead will continue to be monitored.

Manufacturer narrative:
All information provided by the manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.